Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair on (B)(6) 2009 and mesh was implanted . It was reported that on (B)(6) 2009, the patient developed post operative pain and was treated with pain medication.